Event description:
Attorney contacted manufacturer alleging that the pain pump was implanted in 1997, that in 2004 the plaintiff began exhibiting signs of neurological deficits including numbness and weakness in the lower extremities and inability to urinate, that an 11/1/2004 MRI showed that a mass of crystallized medicine had been allowed to form at the tip of the catheter aplying pressure to the spinal cord and resulting in permanent damage to the spinal cord.